Manufacturer narrative:
The site reported that one of the surgeon side consoles (sscs) was not connected to the system. The site was in the procedure but was not able to perform troubleshooting because the system may go into a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that it would be best to troubleshoot after the procedure. The reseating of blue cables solved the cables. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer called in and stated that one of the surgeon side consoles (sscs) was not connected to the system. The site was in the procedure but was not able to perform troubleshooting because the system may go into a non-recoverable fault. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained that it would be best to troubleshoot after the procedure. The procedure was completing as planned with no report of patient injury.